Event description:
Same case as MFR#: 2134265-2011-02479. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. The target lesion was located in the approximately 75% stenosed left external iliac artery (eia). Vascular access was initially obtained via the right femoral. Another manufacturers' .035" guide wire and an imager catheter were inserted and advanced. The guide wire was not able to pass through an approximately 95% restenosed express ld stent that was implanted last year in the left common iliac artery (cia) during a kissing stent procedure. Contrast fluid was able to pass. Vascular access was then obtained via the left femoral and an introducer sheath was placed. The non-bsc .035" guide wire was still not able to pass the restenosed stent. The physician then inserted and advanced a 185cm journey guide wire from the right access site and was able to pass the restenosed stent without difficulties. The physician attempted to continue the advancement of the journey wire up and through the introducer sheath placed in the left access site. Another manufacturers' snare was initially used for guidance unsuccessfully. The physician then attempted to push the distal end of the guide wire into the sheath; however, the journey wire broke leaving approximately 20cm of the proximal end of the guide wire in the physicians' hand. The proximal end and the distal end of the broken wire were able to be retrieved through the respective introducer sheaths. No part of the wire detached inside the patient. Another journey wire was inserted and advanced from the right access site; however, that wire was also unable to pass through the introducer sheath in the left access site. The patient will undergo a surgical procedure to treat the stenosis. The restenosed express ld stent was not treated. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the restenosed stent was not an express ld, but rather another manufacturers' stent.

Manufacturer narrative:
(B)(4).